Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that discordant autoantibodies to thyroglobulin (tg) (atg) were obtained on multiple patient samples on an immulite 2000 xpi instrument. Some samples were run in duplicate and the customer provided these results as representative data. Siemens inquired whether there were any errors when the samples were processed. The customer indicated that there were a few water supply errors and the lab did not act on the error at the time. After determining that the instrument ran out of water, the customer refilled the water bottle and primed the instruments. The customer ran quality controls and patient samples after priming the instrument and the results recovered within acceptable ranges. The customer monitored the instrument for a few days and determined it was performing according to specifications. Therefore, service was not required. The customer's method in handling the errors contributed to the event. No further evaluation of this device is required.

Event description:
Different autoantibodies to thyroglobulin (tg) (atg) results were obtained on multiple patient samples on an immulite 2000 xpi instrument when the samples were run in duplicate. The different results were not reported to the physician(s). The customer is also rerunning other patient samples for atg; however, the customer refused to provide additional data. There are no known reports of patient intervention or adverse health consequences due to the discordant atg results.